Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during fill four of four of peritoneal dialysis therapy. During troubleshooting, the home patient (hp) stated that the heater bag line had disconnected. The technical service representative explained the alarm to the hp and helped them clear the alarm. The hp disconnected and was to complete therapy using manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, it was reported that a heater bag had disconnected, which is known to cause this alarm. The cause of the disconnection could not be determined. If additional relevant information is obtained, then a follow-up MDR will be submitted.